Manufacturer narrative:
The recipient's device was explanted. The recipient is healing well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced sound quality issues. External equipment was exchanged and programming adjustments were made, however the issue did not resolve. A CT scan found a cholesteatoma in the inner auditory canal (iac), which is believed to be impacting the device's function. The recipient's device was explanted. Due to impact of cholesteatoma and infection from cholesteatoma in middle ear, cochlea, and iac the recipient will not be reimplanted at this time.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was not reimplanted. The explanted device will not return for analysis. A review of the device history record was performed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.